Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the patient was implanted with a femoral nail and interlock screw construct in 1999 due to a femoral shaft fracture which was the result from a car accident in 1998. In 2007 imaging revealed femoral nonunion. During this time the patient utilized a crutch and a cane all the while experiencing unspecified consistent pain as well as back pain. On (B)(6) 2013, imaging revealed right midshaft femoral fracture nonunion, im nail, and 3 broken interlock screws. One screw was broken proximally and 2 screws were broken distally. As a result of this the patient elected to have the femoral nail construct removed. The patient returned to the operating room and the im nail and the three interlock screw heads were removed. The fragmented portion of one screw was removed and the other two fragmented portions were left in place in the patient since it was reportedly in safe positions. This report is for a 14mm ti cannulated femoral nail. This is 1 of 4 parts reported for (B)(4).

Manufacturer narrative:
Additional narrative: review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected data: device was implanted in 1998. Initial report incorrectly stated date of implant as 1999. Catalog number corrected per lot number. Initial report incorrectly stated company representative also. Placeholder.